Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the cooler heater unit would not cool. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The customer seemed to think the issue was in the refrigeration unit. Technical support had the biomed make a couple of troubleshooting checks. Technical support and the biomed agreed that the most likely cause was low refrigerant. Technical support explained that the unit would have to be sent back to the MFR for repairs. Customer will not return unit to the MFR at this time.